Manufacturer narrative:
(B)(4). The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify numbers count down anomaly, blurry screen anomaly due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported a blank display with a countdown and the numbers being blurry. The customer did troubleshoot the issue and the display did not return. The insulin pump will be returned for analysis.